Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. The manufacturer internal reference number is (B)(4).

Event description:
A facility representative reported that the edge of intraocular lens (iol) optic was found to be chipped after implanting the iol. Visual function and postoperative visual acuity were not affected. The iol remains implanted.